Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge detection notification during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully completed the load process.